Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced two infusion set leakage event on (B)(6) 2025. The leakage was at the coupling housing. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.